Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that their symptoms returned and their voice changed today. The patient programmer (pp) showed therapy was off when synced. It was reviewed how to turn stimulation back on, and this resolved the issue. No further complications were reported or anticipated with this event.